Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed the "high pressure" alarm was recorded multiple times. Functional testing was performed, and the reported issue was confirmed. The cause was traced to a faulty downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue. The device then passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cassette alarm was triggered. Per reporter, this occurred during infusion at the patient's home. No patient harm or adverse event was reported.